Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, battery out limit alarms due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working and had keypad anomaly. Customer's blood glucose level was 99 mg/dl. Customer also stated that the insulin pump buttons were not working as it was hard to press. It was also reported that the time on insulin pump was advances. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.